Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was ¿defective¿ and ¿it was not fun¿. The patient stated that if ¿failed¿ within a few weeks of implant (2014), so they needed to replace it. There were no further complications reported or anticipated.